Event description:
Received from hosp: pt had increasing amounts of vaginal pain and persistent mesh exposure at skin incision site (groin) following a transobturator mid-urethral sling procedure done approx 5 years ago. Also experiencing recurrent urinary leakage with lifting, coughing, laughing in addition to urinary urgency, frequency and leakage following a strong urge to void. Pt returned to surgery for removal of mid-urethral sling and cystoscopy.